Event description:
Device 2 of 2: reference MFR report: 1627487-2012-11318: it was reported the pt had two sjm adapters with another company's leads. It was reported one lead had invalid impedance, and the physician planned to test the system intraoperatively. Follow up identified the physician removed the leads and the adapters. The physician replaced the leads with one new lead. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.